Manufacturer narrative:
No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the customer, which states "alaris lvp set up to deliver 12/ml per hour of IV fluids and d5. The infusion was delivered at a much greater rate than programmed causing rise in blood sugar requiring additional monitoring and labs. Pump found to have cracked upper hinge on platen door."